Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue layer and location was the suture used on? What was the condition of the tissue (healthy, diseased, weakened)? How was the suture placed (interrupted or continuous)? Did the suture break post op? What is the surgeon opinion of the contributing factors to the absorption issue? What was the surgeon expected absorption time of the suture? What medical or surgical intervention was done? What are the patient age, weight and bmi? What is the current condition of the patient? Will the actual product be returned for analysis? Will any representative samples of the same lot be returned for analysis?

Event description:
It was reported that the patient underwent an eutocia procedure on (B)(6) 2017 and suture was used. Post operatively the patient felt pain and returned to the hospital for check. It was noted that the suture had absorbed too quickly and had separated into several pieces. On (B)(6) 2017, the surgeon removed the separated pieces and then continued to monitor the patient. No other treatment was given. Then, the patient returned to the hospital respectively on (B)(6) 2017 and (B)(6) 2017. It was noted some separated suture pieces on the wound and surgeon removed them. Now the patient condition is stable. Additional information has been requested.

Manufacturer narrative:
Pc-000036222 additional information was requested and the following was obtained: what tissue layer and location was the suture used on? Skin what was the condition of the tissue (healthy, diseased, weakened)? Healthy how was the suture placed (interrupted or continuous)? Continuous did the suture break post op? No. What is the surgeon opinion of the contributing factors to the absorption issue? Unk what was the surgeon expected absorption time of the suture? Unk reason that surgeon thinks that the suture absorbed too quickly? Unk does the surgeon believe that the suture caused the pain? Unk what medical or surgical intervention was done? Re-sew what are the patient age, weight and bmi? Unk what is the current condition of the patient? Stable will the actual product be returned for analysis? No will any representative samples of the same lot be returned for analysis? No can you describe the appearance of the suture during second procedure? Normal